Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to three puncture holes in the right cylinder. No other averse patient effects were reported.

Manufacturer narrative:
A cylinder was received for evaluation. Two separations were noted in the cylinder bladder. These were both sites of leakage. The separations both had a central groove, indicating contact with sharp instrumentation such as a needle. Tow sutures were still attached to the cylinder. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. The information received indicated that the device was implanted on (B)(6) 2021 and the cylinder was replaced due to holes noted in the cylinder. The cylinder received still had tow sutures attached. Based on the information and examination of the cylinder with tow suture attached, quality is unable to confirm the timeframe of implant for this cylinder. However, as the separations appear near each other, quality concluded that the separations noted most likely were due to needle sticks which may have inadvertently occurred during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2021 and revised on (B)(6) 2021 due to the cylinder having 3 needle sized holes in it. Additional information received indicated that the physician attempted to realign right original cylinder and found three needle punctures in cylinder; changed out just the cylinder.